Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition. The device failed the hc return instrument test / evaluation (rite) electrical ground bond test. External and internal evaluation of the device revealed no issues. All wire connections and bonding points were revealed to be tight and no failure or malfunction was identified that could have caused or contributed to the rite encountered failure. Resistance measurement from the power entry module to the door post was within ground bond specification. The cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.